Manufacturer narrative:
Concomitant medical products: vedr01 ipg implanted: (B)(6) 2015 product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The leads were returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.